Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2008 including an ipg. It was reported the patient experienced pain at the implant site when the stimulation was on or off. When the stimulation was on, the pain at pocket site increased. There were no signs of redness or swelling. As a result, the patient's ipg was relocated on (B)(6) 2011. The pain at the previous implant site has subsided and no further issues have occurred.